Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(4). Batch: 7043676.

Event description:
It was reported that the patients stimulation was not working very well following a car accident. It was noted that the patients leads were fractured, and the stimulator was no working properly.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 374239.

Event description:
It was reported that the patients stimulation was not working very well following a car accident. It was noted that the patients leads were fractured, and the stimulator was not working properly. Additional information was received that the patient underwent a revision procedure wherein the leads and ipg were replaced. The explanted devices were discarded by the medical facility.